Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a consumer via a company representative regarding a patient receiving clonidine, fentanyl and methadone, dose and concentration not reported via an implantable pump. On (B)(6) 2020 it was reported that the patient was having withdrawal symptoms when he is at work using a welding machine. The environmental, external or patient factors that may have led or contributed to the issue was welding. The diagnostics and troubleshooting performed was the patient was seen by the physician. The pump was interrogated and apparently, he gave the patient a patient bolus and the patient felt better after. The actions and interventions taken to resolve the issue was the company representative spoke with the patient and suggested he call the manufacturer regarding the welding machine. Additional information was received from the patient who stated that they were an iron worker and did a lot of mic welding and the device keeps shutting off on him. The patient had a stir handle in his hand when he¿s welding. The patient stated that whenever he starts to weld the pump shuts down and had done it 3 times and the physician had to do an ¿ultra bolus¿ to get him not going into withdrawals. The patient stated that this occurred one time in (B)(6) 2020 and another time yesterday. The patient goes through massive withdrawals and yesterday had to go to the healthcare provider to have him provide a bolus. Yesterday about 3:30pm the patient had muscle contractions and started throwing up intensely. The patient stated that he gave the bolus at 1:30 and 3:30 and when he got home this started. The patient stated the healthcare provider did check the pump and got the pump to start up again. The patient stated that it¿s too loud where he works and would not hear an alarm when it was reviewed that the pump should alarm when stopped. It was unknown if the issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported regarding the event.